Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that her onetouch ping meter was displaying the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at approximately 7pm. According to the patient's mother, at the same time prior to the start of the reported meter issue the patient was feeling confused, disoriented, and agitated. The patient's mother, however, denied the patient received any form of medical intervention after the alleged issue began. During troubleshooting, the csr noted the patient's mother did not have the patient's testing supplies available. The csr confirmed the patient was not using the subject meter for the first time. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
(Serial #) information was not provided. Test strip lot #: not provided. The 510(k) # is k080639.